Manufacturer narrative:
Visual inspection of the returned device revealed a kink in the distal sheath assembly. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Ic windup began 25.00 cm from the distal end of the connector shaft. No other visual damages or detachments were encountered. Microscopic inspection revealed the distal housing of the transducer to be complete with no shattered pieces. Functional testing revealed that the catheter flushed normally. Impedance testing showed an electrical open at the proximal wave form. During image characterization testing, no image appeared in the ilab system.

Event description:
It was reported that catheter fracture occurred. The target lesion was located in a coronary artery. An opticross ic imaging catheter was advanced for use in a percutaneous coronary intervention. While the device was inside the patient, it was noted that the catheter was fractured. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that catheter fracture occurred. The target lesion was located in a coronary artery. An opticross ic imaging catheter was advanced for use in a percutaneous coronary intervention. While the device was inside the patient, it was noted that the catheter was fractured. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition was stable.